Event description:
It was reported that a few days post implant, the lead exhibited less than 200 ohms impedance but was still able to capture and sense. A few days later, impedance was 232 ohms but the lead exhibited no capture or sense. Fluoroscopy showed that the lead had dislodged. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.